Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to defective power distribution unit (pdu) fan tray and dcps (direct current power supply). To resolve the issue, fse replaced the pdu fan tray and dcps. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not start up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the pdu fantray and dcps. The device was returned to expected functionality.